Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the transseptal needle was used with a competitor sheath to perform a transseptal puncture, and the sheath was placed in the left atrium via a guidewire. Then, upon inserting the balloon catheter into the sheath, it was observed that the balloon catheter could not be inflated as expected. At this time, cardiac tamponade occurred. Angiography was performed, which revealed an epicardium shadow, therefore, a pericardiocentesis was performed. A computed tomography scan was performed, which revealed that there was a high possibility of damage to the aorta. A thoracotomy was then performed, and with manual retraction, the balloon catheter and sheath were removed. The case was aborted, and the patient was not under general anesthesia. It was noted the patient's condition was stable. It was further noted that the timing of the cardiac tamponade was unknown. It is also unknown if the patient's hospitalization was extended. No further patient complications have been reported as a result of this e vent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the aorta was not likely damaged.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed four applications were performed with reported balloon catheter 2af284 lot number 65614 on the date of the event, and no ablations were completed. The clinical issue (cardiac tamponade) occurred during the procedure. In conclusion, there is no indication that the adverse event is related to the product performance of the reported balloon catheter. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.